Manufacturer narrative:
Device evaluated by MFR: no parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial biopsy procedure. It was reported that in a case on (B)(6) 2019 one of the screws from the biopsy base broke off. The doctor was unable to get part of the screw out of the patient. The site experienced less than 1-hour delay. It was noted that the patient was affected. No additional information was provided.

Manufacturer narrative:
Analysis on the returned passive biopsy base resulted in physical damage failure that was found through visual/physical examination. Analysis states that one of the three screws is broken off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned to the medtronic, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow-up showed that the case was completed by removing the base along with two complete screws and the broken one. Another trajectory kit was opened and the surgeon used another base to complete.